Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl and 300 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer reported insulin pump received no delivery alarm. Customer did not allege that the insulin pump was under delivering. Customer declined to troubleshoot for issue. The insulin pump will not be returned for analysis.